Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Customer requested a follow up call to complete trouble shooting with tandem technical support and the issue resolved itself, prior to the call. There was no reported impact to the customer's blood glucose level.